Event description:
Initial result for a pt sodium was 134 mmol/l. When repeated, the result was 139 mmol/l. The incorrect result was not used to guide pt therapy. The field svc rep could not determine a cause for the discrepancy.